Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the coupler unit was cracked. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Although it a determined the image noise occurred due to a communication failure resulting from a faulty cable, a definitive root cause of the faulty cable could not be determined. We determined that the reported phenomena might be prevented by following these descriptions. ·do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ·never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported the image of the hd camera head did not look good. There were no reports of patient or user harm associated with this event. During device evaluation at olympus, it was found the complaint was confirmed and there was no image and vertical line distortion due to a defective cable unit. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.